Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced an intermittent audio alert and a hypoglycemic event. Patient reported calling paramedics due to patient not receiving low alert on the continuous glucose monitor (cgm). It is not known what treatment patient received or if they were transported to hospital. Additionally, the patient tested the receiver's alerts and they worked. No further event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.